Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Note: manufacturer attempted to obtain customer's information several times in order to clarify the event description and find out the serious outcome while product was used, in addition of customer's condition. The nurse cannot provide us with the customer's information. She advised that the mother is willing to speak with us and she is going to provide her with the report # and phone number for a call back. Unable to establish contact with the customer at this time.

Event description:
This is a follow up regarding dr. (B)(6) a pediatric endo's patient in (B)(6). I received a phone message from dr. (B)(6) nurse (B)(6) she said that they had a patient who's true metrix meter kept giving low bs numbers on their meter (not lo) so the dr. Had the patient eat and reduced the insulin dose. The patient subsequently ended up in the ER with very high bs readings with a dka diagnosis. (B)(6) says the dr. Blames our meter. (B)(6) said that the dr. Wanted to make a formal complaint. I told (B)(6) that any time any patient thought that they were having a problem with their meter that they should call our customer service number. I requested that we get the patient and the parents contact information so we could contact them. All of this information is from (B)(6) via dr. (B)(6). The mom came to the dr.'s office and got another meter and did a test with the same finger stick. Old true metrix 280, new true metrix 306 another meter that they purchased said 269. Dr. Feels the numbers should be closer together.